Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that there was a loss of image during the procedure. There was a 20 minute delay while the patient received additional anesthesia. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: loss of image. Probable root cause: tx main/ antenna/front board, display main/antenna board/silex module, connectors, display firmware/software, transmitter software/firmware, available wireless channels, display power supply, token / token slot, wireless interference, use error. (B)(4).

Event description:
It was reported that there was a loss of image during the procedure. There was a 20 minute delay while the patient received additional anesthesia. The procedure was completed successfully.